Manufacturer narrative:
Initial reporter fax: (B)(6). Investigation summary: with all the available information, boston scientific concludes that the visual examination of the device identified that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Functional testing of the device identified that the pump failed the deflation test. Based on the functional testing results, the reported allegations are confirmed. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: visual examination of the device identified that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Functional testing of the device identified that the pump failed the deflation test that verifies that greater than or equal to 24 ml of fluid moves from the cylinder side of the pump to the reservoir side of the pump when the pressure on the cylinder decreases from 20 psi to 4 psi in less than or equal to 14 seconds. Product analysis concluded these deflation issues could affect the functionality of the pump. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a routine follow up, a problem was noted with the inflatable penile prosthesis (ipp) pump. The pump failed on activation day, six weeks after implant. The patient underwent a surgical procedure to remove and replace the pump. There were no patient complications related to the device. Patient is fully recovered.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a routine follow up, a problem was noted with the inflatable penile prosthesis (ipp) pump. The pump failed on activation day, six weeks after implant. The patient underwent a surgical procedure to remove and replace the pump. There were no patient complications related to the device. Patient is fully recovered.